Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant as after connecting the left ventricular (lv) lead to the header, electromagnetic interference (emi) noise was observed on the electrogram (egm). Of note, the noise was not present on the right atrial (ra) and right ventricular (rv) channels. The physician was asked to disconnect the lead to clean it, but when it was reconnected, the emi was still present. Further troubleshooting was conducted with unsuccessful results, so the physician requested a new device as they believed the header was the root cause of the observations. The leads were connected to the new device, and no emi noise was present. The procedure was completed successfully, and no adverse patient effects were reported. The attempted device was returned for analysis.

Manufacturer narrative:
The returned device was analyzed. Visual examination identified a hole in the rv and lv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the left ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant as after connecting the left ventricular (lv) lead to the header, electromagnetic interference (emi) noise was observed on the electrogram (egm). Of note, the noise was not present on the right atrial (ra) and right ventricular (rv) channels. The physician was asked to disconnect the lead to clean it, but when it was reconnected, the emi was still present. Further troubleshooting was conducted with unsuccessful results, so the physician requested a new device as they believed the header was the root cause of the observations. The leads were connected to the new device, and no emi noise was present. The procedure was completed successfully, and no adverse patient effects were reported. The attempted device was returned for analysis.